Manufacturer narrative:
Acist angiotouch hand controller kit, model at-p54, lot 24922. The acist angiographic injection system, model cvi, system serial number (B)(4). Was returned (B)(6) 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The consumable kits used during the event were discarded by the user facility and the lot numbers were not provided. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. No consumables were returned for evaluation. The device history record review of the reported consumable lot number will be completed and a follow-up report will be submitted with this information. No cine-angiograms were returned for evaluation.

Event description:
The user facility reported that during a diagnostic procedure of the left main coronary artery, air was injected into a patient upon the fifth injection of contrast media into the patient. One air bubble was visible in the patient's left anterior descending artery (lad) on the image. The patient experienced chest pain for a duration of approximately 10 - 15 minutes, st-segment elevation for a duration of approximately 20 minutes, abnormal heart rhythm, hypotension, and evidence of myocardial infarction. The patient recovered the same day.

Manufacturer narrative:
The user facility provided copies of the cine-angiograms of the event; these were reviewed by acist's medical advisory board member. Following is the evaluation: the information provided by the user facility describes a single air bubble that is seen to be injected and passes through the left anterior descending artery (lad). The angiogram includes images of the right coronary artery (rca) that are unremarkable. Subsequently, images of the left coronary artery system are obtained. On the third angio run of the left coronaries, there is a single bubble that is injected and passes through the lad. There does not appear to be obstruction of the vessel by the air. The flow in the lad on the next angio run appears normal. Following the angiogram, a wire is passed into the lad (presumably for a fractional flow reserve (ffr) or coronary flow assessment). Otherwise, the study is unremarkable. If the patient did have a clinical response to this small single bubble, it would likely be transient. Subsequent to the event, an acist clinical specialist visited the user facility and reviewed the proper use of the cvi injection system and consumables. There have been no additional issues reported from this user facility. Based on the results of acist's evaluation of the high-pressure tubing, model at-p54, lot 24922t and cvi injection system used during the event, there is no evidence of device malfunction related to the event. This report is closed.